Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient¿s primary system controller alarmed ¿connect to power¿ when the system was connected to the mobile power unit (mpu). The alarm resolved when the system was connected to batteries. At the time of the alarms, it was confirmed that the mpu¿s ac power cable was connected into the wall; however, was not connected to the back of the mpu. The patient was issued a locking mpu ac power cord. There was no adverse patient impact due to the event. No additional information was provided.